Event description:
It is reported that the pt was revised due to a loose femoral stem.

Manufacturer narrative:
Eval summary: primary surgical notes were provided, which indicated that a large head metallic implant was utilized. Revision surgical notes identified significant torn polyethylene debris in the hip joint. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include; age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.